Manufacturer narrative:
The investigation completed 6/3/2019. The device was visually inspected and reddish material was observed inside the pebax with no internal parts were observed exposed. During the second visual inspection, a hole was observed on the surface of the pebax. Internal parts were observed exposed. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor feature was tested and it was working properly. The force values were observed within specifications. On 5/15/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax sleeve surface. Initially it was reported that force sensor error 106 was observed on the carto 3 system. The cable was replaced without resolution. Catheter replacement resolved the issue and the case continued without any further incident. No adverse patient consequences were reported. The observed 106 sensor error has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 5/21/2019, the bwi pal received the device for evaluation. Upon initial inspection, reddish material was observed in the pebax sleeve. No internal parts were exposed. The initially observed reddish material in pebax sleeve has been assessed not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. During a second visual inspection on 5/31/19, reddish material and a hole, exposing external parts was found on the surface of the pebax sleeve. The observed hole on the pebax sleeve has been assessed as MDR reportable, as the device integrity was compromised. The awareness date has been reset to 5/31/2019.